Manufacturer narrative:
(B)(4) neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2004: ap and lateral views of the cervical spine were performed with flexion and extension lateral views as well as a coned down ap openmouth dens view and correlated with prior cervical spine series including flexion and extension lateral views dated (B)(6) 2004. There was straightening and slight reversal of the normal cervical lordosis on all views. There was degenerative change with diffuse disc space narrowing at the c3-4, 4-5, 5-6, 6-7 as well as c7-s1 level of moderate to marked degree. Anterior osteophytes project from the c4-5 and 5-6 levels. There was maintenance of the normal vertebral body alignment with no evidence of subluxation. The patient was status post wide laminectomy and the spinous processes were absent from c3 through c6 levels as before. Impression: cervical spine series showing a stable appearance when compared with the prior cervical spine series dated (B)(6) 2004. The patient was status post wide laminectomy with removal of the spinous processes from c3 to c6 levels. There was diffuse disc space narrowing as previously. There was straightening and slight reversal of the normal cervical lordosis on all views, however, no evidence of s subluxation. (B)(6) 2004: undergone both cervical and lumbar decompressions. The cervical decompression extended from approximately c3 down through c6. He had severe spinal stenosis. As you know, he had made an excellent recovery with significant improvement of his arm pain, dysesthesias and myelopathic symptoms. Recently he noticed some crepitants of the neck with extension and rotation. It was not associated with weakness or dysesthesias of the upper or lower extremities. To complete his work-up the doctor planned plain spine films with flexion extension views and these demonstrate his decompression but no gross instability between flexion extension and neutral. Most likely this represents a little facet arthropathy and some crepitants at the facet joint but there was no gross instability. (B)(6) 2005: the patient was presented with cervical spine with flexion and extension views, five views. There was reversal of the normal cervical lordosis. Considerable cervical spondylosis and disc disease was present from c3 to c7. Laminectomy defects were present from c3 to c6. With flexion and extension there was no evidence of slipping of the cervical vertebrae. The odontoid process was intact. No fractures were demonstrated. No cervical ribs were identified. Impression: 1. Cervical laminectomy was present from c3 to c6. There was no evidence of slipping of the cervical vertebrae with flexion and extension. There was reversal of the normal cervical lordosis.2. Considerable cervical spondylosis and disc disease was present from c3 to c7. 3. No significant change had occurred in the cervical spine since the prior examination dated (B)(6) 2004. (B)(6) 2005: the patient had a summary of complex history of cervical and lumbar spinal stenosis. He had previous cervical laminectomy in 2003 for severe spinal stenosis which went from c3-c7. He was having myelopathic symptoms at that time. He gradually made a good recovery. Because of persistent weakness of the lower extremities, work up demonstrated lumbar spinal stenosis. He underwent lumbar laminectomy. He was doing well until approximately 6-8 weeks ago when he developed recurrent weakness of the upper extremities with increased gait problems and spasticity. An outpatient MRI demonstrated severe compression, now at the level of c2. Because of his rapid myelopathy, he was admitted to (B)(6) hospital on (B)(6) 2005 where he underwent a posterior cervical laminectomy of c2 with residual bone resected at c3. He improved once again to the point that he had regained function of left upper extremity, some improvement of the right upper extremity and he was able to ambulate. He was on a tapered dose of steroids. He was discharged on (B)(6) 2005. At home he apparently had several falls. He doesn't remember specifically striking his head or neck but by sunday he developed increasing weakness of the upper extremities with increasing gait disturbance. He was brought to the emergency department at (B)(6) hospital on (B)(6) 2005 and an MRI was repeated. This demonstrated no compression at the c2 c3 level. He had epidural fibrosis present below that and increased signal from the cord at the lower portion of the cervical spine. He does have an atrophic spinal cord from his previous compression. He was admitted and begun on steroids at high doses and once again he continued to improve. He still had residual weakness of primarily right upper extremity. He had increased function of the left upper extremity. He can stand and walk with assistance. He had a foley catheter in place. Presently/ the patient will require ongoing physical and occupational therapy. Discharge diagnosis states that cervical decompression with recurrent symptoms possibly related to fall and cord compression or contusion which seems to be responding to steroids. History of present illness: the patient had severe lumbar -spinal stenosis and underwent a decompression from c3 to c7. He developed recurrent compression at the c2 level resulting in increasing myelopathic symptoms. The patient was admitted to (B)(6) hospital on (B)(6) 2005, underwent a decompressive cervical laminectomy of c2 and c3. He was in ICU for 24 hours and then switched to medical/surgical unit. He was begunon gradual ambulation. Physical therapy and occupational therapy evaluated patient. He appeared to be stable on his feet. His wound was doing well. He was discharged on (B)(6) 2006 to continue his convalescence at home with outpatient care. Final diagnosis states that cervical myelopathy secondary to cord compression c2. The patient underwent surgery on (B)(6) 2005 having preop and postop diagnosis of cervical spinal stenosis, c1-2, c2-3. The patient had a previous laminectomy from c3 to c7 and the remaining spinous process of c1 and c2. (B)(6) 2005: the patient presented with the preop diagnosis of cervical myelopathy secondary to anterior compression, c3 through c6. The patient had following procedures: corpectomy, c4/c5, with discectomy 3/4, 4/5, and 5/6, and fusion from c3 through c6. The patient had a history of progressive cervical myelopathy secondary to cord compression. Because of failure to improve, he was readmitted to (B)(6) hospital on (B)(6) 2005 after MRI demonstrated compression from c3 through cs/6 on (B)(6) 2005, he was taken to surgery and underwent an anterior corpectomy with resection of the vertebral body of c4 and cs, with discectomies at 4/5, 3/4, and 5/6, and a fibular strut fusion and plate from c3 through c6. Post-operatively, he had no upper airway or difficulty with swallowing and was transferred to the ward. He had been on decadron 4 mg post-op, he was on 6 mg. There had been improvement with increasing strength and use of the left upper extremity, he still had severe paresis of the right upper extremity. He was able to stand, but had difficulty with gait. Physical therapy and occupational therapy have been seeing the patient throughout his hospitalization, and he still had difficulty with standing, walking and transfers. He had a foley catheter in place, but no obvious bowel or bladder dysfunction. From a neurosurgical standpoint, the patient had plates and screws in his neck. But this needs to be supplemented with the use of collars. The patient was advised to wear a soft collar in bed or in a chair. When he was standing or walking, he needs to be in a somi brace. X-rays on the day prior to transfer demonstrate good position of the plate, screws, and graft. (B)(6) 2005: the patient presented with the preop diagnosis of cervical spinal stenosis, c3 through c6 and the post op diagnosis. The patient underwent anterior cervical corpectomy of the vertebral body of c4, additional level corpectomy c5, arthrodesis with strut c3 through c6, anterior plate stabilization c3 to c6, structure allograft (B)(6) 2005: the patient was presented for c spine MRI scan was performed with t-1 weighted sagittal, fast proton density sagittal, fat saturated fast t-2 weighted sagittal, and fast stir sagittal images. Fast t-2 weighted axial images were obtained. Following this, 20 cc of omiscan was administered and t-1 weighted sagittal and fast t-l weighted axial images were obtained. Comparison was made to a preoperative MRI of (B)(6) 2005 as well as plain films from 09/05 and a CT of the cervical spine from (B)(6) 2005. The patient status post corpectany of the c4 and c5 vertebral bodies as well as partial corpectomies of the c3 and c6 vertebral bodies. An anterior plate was present with screws. The bottom screw was present in the c6 vertebral body. However, the cephalad screw, which had been in the c3 vertebral body on the (B)(6) 2005 study, had pulled loose and migrated anteriorly. It was no longer present within the vertebral body. The patient had developed approximately 3mm of anterolisthesis of c3 on c4. The recent CT had shown a fracture through the remaining posterior-superior body of c4. This was difficult to appreciate on the MRI. There was mild edema-like signal in the anterior aspect of c2 and in the superior aspect of c3 consistent with the recent surgery as well as abnormal stress. There was also increased t-2 signal in the superior aspect of the allograft consistent with recent surgery. Overall the spinal stenosis in the cervical spine was improved compared with the preoperative studies except for the c3-4 level. Here the combination of anterolisthesis and spondylosis causes relatively severe central stenosis with an a-p diameter of 5mm. The cord was deformed at this level. On the preoperative study, the measurement had been approximately 6mm. There was increased t-2 signal in the cord from c3 through c7 but this was unchanged from the pre-operative study. No significant cord impingement was seen at c4-5 where there had been severe stenosis previously. The patient was status post a laminectomy from c2 through c6 which appears to be unchanged, the craniocervical junction was unremarkable. Conclusion: the patient status was post anterior fusion from c3 through c6. However, the screw which previously had been present in the c3 had become dislodged and had migrated anteriorly as had the plate and the allograft. The patient had developed a 3.0 mm of anterolisthesis of c3 on c4 which causes moderate to severe spinal stenosis at this level which had increased compared with the preoperative films. The patient's corpectomy had resolved the spinal stenosis at c4-5 and c5-6. (B)(6) 2005: the patient presented for CT cervical spine, chest. History: failed cervical fusion. Myelopathy. Recent halo placement. Pleural effusions. Thin section spiral images were obtained through the cervical spine. Compared with halo placement on (B)(6) 2005. As noted on the previous study the patient was status post corpectomy and anterior fusion from c3 through c6. The caudal screws from the anterior plate were present in c6, but the cranial screws have migrated out of c3 and lie anterior to the cervical spine. The allograft strut also was migrated anteriorly. The patient was status post a previous decompressive laminectomy from c2 through c6. On preoperative CT scan there had been reversal of the cervical lordosis at the fusion site. This had resolved with the halo placement and traction. In addition, previously there had been several mms of anterolisthesis of c3 on c4 which an MRI from yesterday had shown it had contributed to spinal stenosis and was resolved. There was spondylotic spurring posteriorly at c3-4 that remains, but the anterolisthesis appears to have significantly resolved. The previous CT had shown a fracture of the upper aspect of c4 where the corpectomy site had not extended through the posterior cortex, but a fracture had. This fracture now appears to be nondisplaced with the traction present. Conclusion: with placement of traction and the halo the reversal of the cervical lordosis had resolved. In addition, the anterolisthesis of c3 on c4 had significantly diminished. The fracture of the posterior body of c4 was essentially nondisplaced as well. Chest CT without contrast: 5mm spiral images were obtained from the apices to the adrenals. The previous CT from (B)(6) 2005 had been signed out and a previous CT from (B)(6) 2004 was available for comparison. The heart size was normal. No paracardial thickening was identified. There was an 8mm node in the prevascular region. Some tiny nodes were present in the para central region. These have increased since (B)(6) 2005. The central bronchial tree was unremarkable. There was extensive ground-glass infiltrate in the perihilar regions, especially in the upper lobes rut to a lesser extent in the lin3ula and middle/1cmerlobes. This does not appear to represent edema. The pattern was somewhat unusual for aspiration given its distribution and pattern. Note was made of some dependent atelectasis at the lung bases posteriorly. No pleural effusion was evident. The lung infiltrates were new compared with the film from (B)(6) 2005. There was a 5.3cm right adrenal mass which was increased compared with (B)(6) 2005. Pet scan performed recently showed activity which would be unusual for an adenoma and more likely represents lymphoma or other malignancy. A left adrenal mass measuring 3.3cms was present which also appears to have increased in size. No upper abdominal adenopathy was identified. The spleen was not enlarged. No destructive spinal lesions were identified. No axillary adenopathy was evident. Conclusion: there were upper lobe and perihilar areas of ground-glass pneumonitis with some mild associated localized interstitial disease. Findings were compared with (B)(6) 2005 and pro bably represent an infectious process. They were not typical for aspiration. The patient had bilateral adrenal masses which have increased in size compared with (B)(6) 2005. (B)(6) 2005: the patient presented with preop diagnoses of fracture of body c3 and failure of anterior fusion with failure of plate c3-c6. The patient had following procedures: re-exploration fusion mass c3 thru c6 anteriorly. Carpectomy c3 for decompression of spinal cord. Arthrodesis c2 thru c6. Implantation of pylomesh ordatic cage for stabilization of the cervical spine c2 through c6. Anterior plate stabilization c2 thru c6. Per op notes, inspection demonstrated that the anterior half of the vertebral body of c3 was fractured and displaced anteriorly. This was saved for purposes of fusion. Small punctures were drilled into the end plates of.c2, stabilized the construct. A 13 mm ordotic soft pylomesh cage was chosen. This measured approximately 70 to 72.5 mm. This was fashioned to accommodate the disk space. This was instilled with the remainder of the body of c3 and augmented with bone putty. Rh-bmp2/acs was placed over the end plates at c2 and c6 as patient was known to have osteoporosis and diabetes mellitus. With tr action, the pylomesh cage was tapped into the space between c2 and c6 and countersunk to the ridges that were already established. The traction weights were then removed. Stabilizer construct and 82.5 mm soft ordanic plate was chosen. This was placed over the pylomesh cage. The screw holes through the body of c6 were identified and two 15 x 4.5 mm screws were placed through the plate into the body of c6 were then made through the screw holes, angled superiorly into the body of c2 and two 15 x 4 mm variable angle screws were placed into the body of c2. This was then tightened down. A lateral x-ray was obtained demonstrating excellent position at the screws, plate and pylomesh cage. The locking screws were placed. The following implant was also used putty 5cc (cat. No. 02-2010-050). (B)(6) 2005: the patient presented of neck pain, a partially upright view of the cervical spine obtained from a lateral projection compared to a similar projection dated (B)(6) 2005. There was satisfactory, overall unchanged alignment of the cervical spine. An anterior fixation plate extending from c2 through c7 levels appears satisfactory; screws were present at the c2 and c7 levels. The previously described rretal1ic cage was present in the anterior aspect of the cervical spine from c2-c3 region caudad into the upper c7 level; this position was overall unchanged and appears satisfactory on this single lateral projection. Ngtube, et tube were partially visualized. Impression: overall satisfactory alignment, satisfactory, unchanged position of fixation plate and fixation metallic cage in the cervical spine from lower c2 through upper c7 levels. (B)(6) 2005: the patient was presented with ap and lateral cervical spine: there have been wide laminectomies from c2 through c6. There had been fusion of the vertebral bodies from c2 to c6. There had been some resection of the anterior aspect of the vertebral bodies with a strut placed from the base of c2 to the anterior superior aspect of c6. There was also a metallic plate held in place against the base of c2 and c6 by metallic screws. The vertebra appeared normally aligned. Conclusion: extensive post-operative changes with fusion and strut formation with plate from c2 to c6. Alignment appears normal. (B)(6) 2008: the patient followed up and who had very extensive anterior and posterior cervical surgery. He had a fusion essentially from c2 down through tl. He had a slip and fell in the shower and developed acute strain/sprain of his neck. The x-ray was obtained and appeared to be a solid fusion with no change. He had limited range of motion. History: pain history: status post cervical fusion. (B)(6) 2008: the cervical spine: ap and lateral views. Comparison with (B)(6) 2006. The patient was status post cervical laminectomy from c2 through c6. The patient was status post a long segment anterior fusion from c2 through c6 with a prosthetic cage as well as an anterior plate and screws. The appearance was similar to the previous study. No change in alignment was identified. The prevertebral soft tissues were normal in depth. The atlantoaxial articulation was unremarkable. Conclusion: status post laminectomy and fusion from c2 through c6. The findings were similar to (B)(6) 2006. (B)(6) 2009: the patient followed up and his myelopathy had stabilized. He had significant weakness and coordination problems, but was able to stand, walk and had bowel and bladder control. He had moderate neck pain which continues and was intermittent. (B)(6) 2009: the patient had followed up for chronic cervical myelopathy from cord compression. He walked into the office today on his own and ambulates on his own without assistance. (B)(6) 2010: the patient visited the office in a wheel chair because of severe intractable pain of the neck, arms, hands and legs. He was medicated with methadone 5 mg and norco. After stopping norco history: cl fracture. (B)(6) 2010 ap and lateral views. More caudad in the cervical spine there was fusion extending from c2-c3 caudad throughout the cervical region. A compression plate extends from the inferior aspect of c2 vertebral body and extends probably to the c6 level. Compression screws are-present in c2 and c6 vertebral bodies. A mesh device extends from the c2-c3 interspace region caudad through the c5-c6 level. Impression: incomplete visualization of cl vertebral body, possible discontinuity of a portion of a posterior column of this vertebra. Extensive interbody fusion extending from c2 through c6 levels with a mesh metallic device extending from the c2-c3 through the c5-c6 level there was fusion of all interspaces in between. There had been resection of posterior elements including spinous processes of c2 through c6 level. (B)(6) 2010: the patient had multiple issues; he had a slip and fall in july with development ofa fracture of the arch of cl, both anterior and posterior. He had been immobilized in a collar. X-rays and a CT scan were obtained which demonstrate early healing on the anterior aspect of the fracture, but no real change in the posterior aspect. On (B)(6) 2010 the patient had a decompression and fusion from c2 through c6, but had always had residual myelopathic symptoms. Apparently on the (B)(6) july he slipped, fell and struck his forehead on the mantle of his fireplace. There was a loss of consciousness. He was brought into (B)(6) hospital. Neurologically he was unchanged but work-up demonstrated a fracture of the anterior arch of ci non-displaced. He was not having increased neck pain and there had been no change neurologically. Plain x-rays today demonstrate no change in alignment from the previous studies done. (B)(6) 2011: the patient had severe cord compression and eventually underwent an anterior and posterior decompression and fusion from c2 through c7. He had always had residual myelopathic symptoms but was able to stand and walk and be reasonably independent over the past several years. He does have chronic pain syndrome. He had a new fall around, tripped and fell forward. Struck his forehead and had acute hyperextension of the head and neck and developed a new fracture ofc2. He had a type ii odontoid fracture. He had a CT scan at (B)(6) hospital and had a hard collar. A routine CT which ordered three months ago, was recently performed on january 4th and demonstrates some callous formation over the old fracture of cl but a slight increase of the subluxation of the new type li odontoid fracture. He was adamant about any further surgery or placement in a halo vest. He had undergone radiation therapy for lung cancer.